Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The unknown zimmer screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. No device lot number was provided so a device history record review and a complaint history review could not be performed without relevant item and lot information.. Complaint reported, the crown became loose in the patients mouth. The dentist removed the bond from the crown and retightened the screw. The crown later fractured, but no damaged to the abutment or the screw. They fabricated a temporary crown on the same abutment until the lab fabricates a new abutment. Based on the information provided and no return product, the reported event is non-verifiable. A root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4). PMA/510(k) number unknown / not provided. Product will not be returned by the customer.

Event description:
It was reported that the unknown lz screw became loose in the patient's mouth. The dentist removed the bond from the crown and retightened the screw.